Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device under the window. The seal had been pulled downward, away from the green buttons. The green slide lock and the white plunger were depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported failure "seal did not load properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii pulled the seal out of the delivery tube when squeezed to load. A new kit was used to complete the procedure. There were no patient effects. The product was returned.